Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received additional information that this patient was presented for device replacement prior to elective replacement indicators (eri). It was reported that the device/lead system was exhibiting elevating pacing thresholds and increased pacing impedance. When the pocket was opened, evidence of twiddler's synbdrome was apparent. The lead was unraveled, however, the physician was unable to loosen the set screws to reposition the lead. The chronic rv lead was surgically capped and a new defibrillation lead was implanted. The device was explanted and replaced without incident.